Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
On 06 jul 2020 we received notification of an article published in clinical and experimental optometry, ' horizontal and anterior chamber diameter for phakic intraocular lens sizing.' The paper reported suboptimal vault in four eyes and excessive vault in one eye, however no complications were reported in any of these eyes. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.